Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had blood from their incision site, the belt around their waist turned into a circle and hurt, and they noticed blood on their underwear but did not think it was of any urgency. Additional information was received two days later. It was reported that it was still bothering the patient. Additional information was received on (B)(6) 2017. The patient had not cathed for 3 days due to having a burning sensation when they had to cath; it was noted ¿I may not have enough jelly on that thing¿. Additional information was received two days later. The patient went to urgent care to have their bandages changed; they also went on (B)(6). No further complications were reported/anticipated.